Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. Usage residues were observed throughout the sample and the extension set was attached to the luer adapter. The catheter exhibited a complete break just distal of the molded joint. Microscopic inspection of the break site revealed an irregular fracture surface. The fracture surface exhibited a granular fracture surface. The catheter exhibited an elliptical cross-section at the fracture site. Curved shape memory was observed in the vicinity of the break. The break features and catheter deformation were consistent with material failure due to repetitive kinking of the catheter shaft. Such kinking can cause a fracture to form and propagate, ultimately leading to complete material failure. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings in section h:11

Event description:
It was reported by customer the patient's line was placed(B)(6)2023 and over the weekend when the patient came in for his infusion, his powerglide was leaking where the catheter meets the hub. I looked at the catheter itself and the hub was starting to become disconnected. The nurses did pull the line." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer the patient's line was placed 10/10/2023 and over the weekend when the patient came in for his infusion, his powerglide was leaking where the catheter meets the hub. I looked at the catheter itself and the hub was starting to become disconnected. The nurses did pull the line." No other information was provided.